Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg push method was placed during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2021. During the procedure, the peg tube split inside the patient. It was reported that no part of the device detached inside the patient. The procedure was completed with a new endovive standard peg push method. There were no patient complications reported as a result of this event.